Manufacturer narrative:
Evaluation method: autopsy results only. Analysis: pt's death was reported through an autopsy report sent to medtronic by a medical examiner. The cg band is not available for evaluation. No device specific info was provided, we are unable to review the device history record. The autopsy attributed the death to complications of mitral valve annuloplasty. Congestive heart failure was documented postoperatively, and the pt developed bilateral pleural effusions. On day 14 post-op, a left thoracentesis was performed and serosanguineous effusion was reported. On post-op day 15, the pt went into cardiac arrest, and an emergent left thoracotomy showed a hemothorax. The pt died. The hemothorax was confirmed at autopsy. Conclusion: no conclusions can be drawn regarding the product attributing to the pt's death.

Event description:
Medtronic received a report from a medical examiner regarding an autopsy as performed in 2006. The death of a female was attributed by the medical examiner to "complications of mitral valve annuloplasty" with the manner of death reported as "accidental." In this report, the examiner diagnosed hypertensive atherosclerotic cardiovascular disease. Focal dehiscence of the annuloplasty ring, which had been implanted at the mitral annulus, was noted. The left artrium was intact. History of severe mitral regurgitation was noted, as well as anticoagulation therapy. The autopsy report also diagnosed: status post coronary artery bypass surgery, remote: coronary artery disease, severe, four vessel. Bypass vessels intact and patent. Biventricular hypertrophy, severe. Myocardial infarction, interventricular septum, remote. Congestive heart failure: cardiac dilatation. Pleural effusions, bilateral.